Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2026 due to hyperglycemia and diabetic ketoacidosis (dka). Patient reported infusion set came off. The blood glucose level was 600 mg/dl and the patient was treated with intravenous (IV) drip. Patient found positive for ketones and levels resulted diabetic ketoacidosis. Length of hospitalization is more than twenty-fours. Patient experienced panic attack, sweating and sick/unwell. No further information available.